Event description:
A report was received that the trial pt ended his trial early due to a high fever. The pt had a slight infection and swelling at the lead site, however, the physician was unsure if it was device related. The pt was treated with antibiotics, and is reportedly doing well.

Manufacturer narrative:
The explanted trial lead was not returned to bsn, as it was discarded by the medical facility.